Manufacturer narrative:
This product is registered as a combination product. Additional information was requested but was not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was defective. Additional information was requested but was not available.